Manufacturer narrative:
The actual device was received for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. The findings revealed that this event was due to mishandling during use. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that post surgery it was observed the attachment device had "a bent foot plate". The reporter clarified that the event occurred post-surgery and therefore the device was not being used in a surgical procedure. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.